Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A review of the case details was performed by an abbott vascular clinical specialist. In summary, during the exchange of a guide catheter a coronary guidewire was left in the left anterior descending (lad) and it was reported a perforation occurred. There is a conflict in the data reported and the perforation may have occurred in the lad or in the left ventricle. Films were requested for review but will not be provided. A series of clinical events unrelated to the guidewire and the perforation occurred ultimately resulting in the patient death. Death in this case is a result of technical complications during the percutaneous coronary intervention (pci). The reported patient effect of perforation is listed in the hi-torque guide wires for ptca, pta, and stents instructions for use a potential adverse event associated with use of this device. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is not expected to be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with chest pain and was taken to the cath lab. During a coronary intervention, the balance middleweight guide wire (bmw) was advanced into the left anterior descending coronary artery (lad). The non-abbott guide catheter was being exchanged for another guide catheter when the bmw perforated the heart. The patient went into ventricular fibrillation and cardiopulmonary resuscitation (CPR) was started, which included defibrillation and intubation. The groin was accessed for further catheterization and the endotracheal tube (et) became displaced. CPR was restarted and attempts to replace the et tube and/or perform a tracheostomy were unsuccessful. The patient became increasing hypoxic due to lack of airway, progressed to pulseless electrical activity (pea) and expired. There was no additional information provided.